Manufacturer narrative:
Visual examination of the returned fiber revealed there was no exposed glass tip remaining. The overall length of the fiber from the 'sub-miniature a' (sma) connector face to the distal end measured 120 cm indicating the fiber is broken. The broken portion of the fiber was not returned.

Event description:
It was reported to boston scientific corporation that when unpacking the flexiva 200 laser fiber in preparation of a ureteroscopy procedure, it was noticed that the fiber was broken. The tip of the fiber was cracked approximately five to six inches down the body of the fiber. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient, who is reportedly 'fine' post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Event description:
It was reported to boston scientific corporation that when unpacking the flexiva 200 laser fiber in preparation of a ureteroscopy procedure, it was noticed that the fiber was broken. The tip of the fiber was cracked approximately five to six inches down the body of the fiber. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.